Manufacturer narrative:
Add'l info has been requested and if received will be provided in a supplemental report. Catalog numbers and lot codes of other devices listed in this report: description: unk, duracon femur, cat #unk, lot #unk; description: unk duracon tibia, cat #unk, lot #unk; description: unk patella, cat #unk, lot #unk. It cannot be determined which, if any of these devices may have caused or contributed to the pt's infection.

Event description:
It was reported that, infected tka after a revision of patella and poly exchange.